Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup,# (B)(4), lot 452720; tapered insert, # (B)(4), lot 419750; taperloc femoral, # (B)(4), lot 022910; m2a-magnum pf cup # (B)(4), lot 452720. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underent a femoral head revision approximately 7 years post initial surgery due to pain, elevated metal ions.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 48mm item# 157448 lot# 399650, was returned and evaluated. Upon visual inspection there is scuffing and scratching on the outside diameter of the device. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-02591. Product location unknown.

Event description:
It was reported the patient is being considered for left hip revision to address pain and elevated metal ions. Attempts have been made and no further information is available at this time.